Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump had absence of occlusion alarm. Blood glucose was 300 mg/dl. Customer reported that during troubleshooting user reported blood glucose of 200 mg/dl due to errors during perform bolus. Customer reported that she programs the bolus and when she looks at the pump the bolus was not delivered. Customer performed high pressure test was performed, insulin pump did not pass, it delivered insulin. It was advised to discontinue use of the pump and to revert to her back up plan per healthcare provider instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The insulin flow blocked alarm functioning properly. The test guardian link with the glucose sensor simulator communicates properly to the insulin pump noted. The suspend on low alarm functioning properly. Insulin pump received with scratched case, pillowing keypad overlay and minor scratched lcd window. (B)(4).